Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> according to the information received, it was reported that during an unknown procedure the jaw of the expressew iii suture passer w/o hook was stuck. The complaint device was received and evaluated. Visual observations reveals the device is slightly worn; the gun had marks of wear. The upper jaw was slightly loose, when the device is operated, the jaws do not fully close at once. The jaws were able to grasp the strip, but the needle was very hard to deploy causing the device to jam. The trigger had to be manually pushed back to retract the needle to its original position. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformance's were identified. This failure can be attributed to fair wear and tear of the device due to repeated use and sterilization cycles; an improper maintenance causing wear of internal components. Also, for the damage in the needle can be attribute to repeatedly passing the needle through excess tissue causes the needle to fatigue and break; however, it cannot be conclusively affirmed. As per IFU- (B)(4), it is necessary to follow the instructions and warnings of any cleaning and disinfection agents and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage; the device require special attention during cleaning. It is important that during the maintenance; between uses, lubricate moving parts with a water-soluble lubricant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from the sales rep that the some issues with the expressew iii w/o hook device while being used with a suture passer the device jaw was stuck. During an in-house engineering evaluation, it was determined that the upper jaw was slightly loose when the device operated and the jaws did not fully close at once. There was no procedure involved. No additional information was provided.